Event description:
It was reported that the lesion to be treated was located in the right coronary artery (rca). Pre-dilatation was performed and the promus 2.25 x 23 mm stent was advanced. However, the stent would not cross to the lesion. Upon retraction of the device, it was noted that the stent implant was not on the balloon. The lesion was flushed in an attempt to locate the undeployed stent, but it could not be seen. A second promus stent [unspecified] was advanced to treat the lesion. While placing the second promus stent, the dislodged 2.25 x 23 mm promus stent was located. It was compressed into the vessel wall of the rca. The case was successfully concluded. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is possible an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the sds or stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. Subsequent interaction of the sds during retraction would have then led to the stent dislodgement. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It is possible an interaction with the lesion/anatomy during the attempts to cross the lesion caused damage and disrupted the stent on the balloon such that the stent dislodged however a conclusive cause for the dislodgement could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement for this lot. There is no indication of a product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.